Manufacturer narrative:
Investigation: the failures experienced by the customer were "failure #10" and "failure #2".a service call was placed for the device. A terumo bct service technician found the device locked in a failure #2 'master com 20' alarm. The ram battery on the master and display cca¿swas reset to clear the alarm. The master and motor mpu cca¿s were proactively replaced. A saline run was successfully completed. The replaced part was received for analysis. Analysis of the motor mpu found that the ds4 and ds5 led lights were incorrect. There was no functional issue associated with the motor mpu. Analysis of the master mpu found the u20 and u23, the battery backed-up rams, were loose in their sockets. There is no safety risk associated with the reported condition. The device alarmed as intended. A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the machine's records, no further related issues have been reported for this device. Root cause: the possible causes for a failure #10- 'monitor communication failure' alarm include open communication line to processor, excessive noise on communication line,defective microprocessor chip or static electricity discharge. The possible causes for a failure #2- 'master com 20' include excessive electrical noise on the communication line due to a faulty connection or noisy mains, defective centrifuge cover latch or hall-effect sensor on the centrifuge motor that shorts the +15v dc supply, a low +5v dc at master cca or a defective master cca. The root cause of the customer's spectra failure was a defective secure contact on the master mpu at u20 and u23. The motor mpu contained a visual defect but was functionally performing as expected.

Event description:
The customer reported a device failure during a plasmapheresis procedure. The spectra system experienced a power failure per the customer. The operator followed the instructions to resume treatment, but the machine continued to fail. The operator was unable to return the blood that was in the set when the failure happened, and therapy for the patient was delayed. No medical intervention was necessary for this event. The customer declined to provide patient identifier or weight. This report is being filed in response to the customer filing a medwatch form with the FDA.